Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) cardiac ablation with a varipulsetm catheter and the patient experienced a "silent cerebral lesion". The procedure with the varipulsetm catheter went fine; however, the patient suffered a silent cerebral lesion. Magnetic resonance imaging (MRI) scans have been performed pre- and post treatments. Post-MRI-scan showed minor silent cerebal issues on four out of five patients. Patient fully recovered, no effects at all, as patient did not have any symptoms at all. The patient did not require extended hospitalization. Additional information was received to clarify that the outcome was on three out of five patients, instead of what was initially reported as four out of five patients. The physician began performing mris post-procedure when learning of the us pause. She scanned five patients and identified lesions in three. One patient and two lesions, the other two had one lesion each. These were asymptomatic. Mris with diffusion imaging and positive flair suggest acute events. Based on her experience, she does not believe there is a specific pattern of cerebral lesions due to ablation. She did not recall any specific patient characteristics (paf vs psaf) but stated she tended to reserve pfa for paf (paroxysmal atrial fibrillation) or early persistent. All were pvi only, she does not recall the number of ablations. Her workflow includes 5000u heparin bolus pre-procedure with target act of >300. Additionally, she has the patient take ½ doac (direct oral anticoagulants) dose the morning of and night after the ablation. Patient is fine and without symptoms.